Event description:
The complainant stated that the head hi/low function has moved unintentionally but he cannot duplicate the movement again.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.